Event description:
Pathology report on 5/21/93 indicates a diagnosis of cancer, based upon report patient underwent a hemi-gastrectomy. Tissue indicates no cancer present. Both pathologist and transcriptionist indicates that the system may have created the diagnosis of cancer.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.